Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare sales representative that an rt265 infant breathing circuit kit had a crack near the y-piece. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the expiratory limb of the complaint rt265 infant breathing circuit has been returned to fisher & paykel healthcare (B)(4) for inspection and performance tested to check for leaks. Result: the visual inspection revealed that there was a crack at the collar of the straight connector, approximately 18mm long. The pressure test revealed excessive pressure drop, which is outside of specifications. A water bath test revealed that the leak was located at the cracked collar of the straight connector. A lot check was not performed as no lot number was provided. Conclusion: all infant breathing circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The cause of the reported fault was determined to be from physical damage, most likely post production. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."